Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis, coincident with automated peritoneal dialysis therapy. The peritonitis was manifested by cloudy effluent and abdominal pain. On the day of onset, the patient was hospitalized for the peritonitis. The cause of the peritonitis was reported to be due to a leak that was reported to be due to a break in the twist sleeve of the transfer set. Beginning on the day of onset, the patient was treated with unknown antibiotics (route, medication, dosage, frequency, and duration not reported) for the peritonitis. The transfer set was replaced on an unreported date. It was not reported if peritoneal dialysis therapy was ongoing. It was not reported if the patient was recovering or was recovered from the peritonitis. No additional information is available.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.